Event description:
It was reported that a two 11mm gemini basket devices were set to be used during a ureteroscopy (urs) procedure. Reportedly, it was noticed that the wire was broken on each basket. The procedure was completed with another of the same device with no patient complications. This report pertains to the second of two 11mm gemini basket devices that was set to be used in the same patient and procedure.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break.